Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose rose over 250 mg/dl, while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. Additionally, it was reported the pod was leaking insulin and the cannula was observed to be bent. As treatment, a new pod was successfully applied.